Event description:
On 1/16/2008, the pt's mother reported that, the pt's hba1c results measured 8.5 the previous week. She stated that his normal hba1c is 6.4. She stated that his normal blood glucose reading are 200 mg/dl or below. Troubleshooting did not reveal any product issues. The pt's physician suggested raising the pt's basal rates due to his growth. Further attempts to follow up with the pt were unsuccessful. The pt's infusion device was replaced and requested to be returned for evaluation